Manufacturer narrative:
The patient was transferred from bed to wheelchair with assistance from two caregivers using the vega floor lift. The lift started to tilt when the patient was lowered into the wheelchair from its side. The slingbar tilted and impacted patient's head.

Event description:
During patient transfer by two caregivers the tilted sideways. The sling bar tilted and impacted patients head.